Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error while trying to deliver a bolus. The device alarmed no delivery first and then motor error. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 86 mg/dl. Nothing further reported.

Manufacturer narrative:
No unexpected excessive no delivery alarms noted. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. The device was received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on lcd window, cracked reservoir tube lip, and scratches on reservoir tube window.